Manufacturer narrative:
The returned, used device was evaluated for damage and found the lower jaw is broken off with no other signs of damage. Broken lower jaw was not returned for evaluation. The mechanisms feel normal and there is no noticeable bend in the devices shaft. The needle loads into the suture passer with no issue noted. It is suspected that the returned device may have been damaged during non-surgical handling to initiate the critical weakness in the lower jaw. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue warnings: avoid lateral stresses to the instrument or device function may be compromised do not use if parts are broken, cracked or worn, or device function may be compromised precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The representative reported on behalf of the customer an issue with the smi-02ap, spectrum autopass suture passer, lot: 3328224, occurring on (B)(6) 2018 during a meniscus root suture procedure. It was reported that the spectrum was broken during the procedure. The procedure was successfully completed with no reported delay. There was no reported injury or impact to the patient or user. Additional information received indicated that the autopass suture passer broke in the middle of the procedure, after successfully placing one suture. The surgeon wanted to pass suture through the meniscal root. She grabbed the root, twist a bit to see the end of the spectrum and when she pushed the trigger, that is when the lower jaw broke off in 1 piece. A grasper was used to remove the broken jaw from the patient. All pieces were removed. The reporter confirmed that there was no injury to the patient or complications reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.